Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test.". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), tooth disorder ("dental problems"), nervous system disorder ("nuero problem/condition"), nausea ("nausea") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia, menorrhagia, fatigue, tooth disorder, nervous system disorder, nausea, alopecia, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, nervous system disorder, pelvic pain, tooth disorder, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates; it was mentioned as (B)(6) 2016 and (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received. Events; migration, pelvic/abdominal, bleeding: menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding ,dysmennorhea (cramping), back, dyspareunia (painful sexual intercourse), fatigue, dental problems, nuero condit/prob, nausea, hair loss, weight gain, weight loss, she did not undergo confirmation test were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. C06524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test.". The patient's medical history included uterine bleeding and pelvic pain. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), tooth disorder ("dental problems"), nervous system disorder ("neuro problem/condition"), nausea ("nausea") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia, menorrhagia, fatigue, tooth disorder, nervous system disorder, nausea, alopecia, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, nervous system disorder, pelvic pain, tooth disorder, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates; it, was mentioned as (B)(6) 2016. Essure was placed on the right side with 2 trailing coils. Essure was placed on left side with 4 trailing coils. Most recent follow-up information incorporated above includes: on 8-oct-2020: medical record received lot number was added. Reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. C06524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test.". The patient's medical history included uterine bleeding and pelvic pain. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), tooth disorder ("dental problems"), nervous system disorder ("nuero problem/condition"), nausea ("nausea") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia, menorrhagia, fatigue, tooth disorder, nervous system disorder, nausea, alopecia, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, nervous system disorder, pelvic pain, tooth disorder, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates; it, was mentioned as (B)(6) 2016 and (B)(6) 2016. Essure was placed on the right side with 2 trailing coils. Essure was placed on left side with 4 trailing coils. Lot number: c06524 production date 2014-01-06 expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.